Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during procedure: carto 3 system: (s/n (B)(4)), smartablate generator: (s/n (B)(4)), smartablate pump: (s/n (B)(4)), pentaray catheter: (d128208/lot # unknown), soundstar catheter (10438577). (B)(4). Evaluation, method: no testing methods performed; results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The product was not returned to bwi.

Event description:
It was reported that a (B)(6) y.o. Female patient with persistent afib underwent an ablation procedure with a thermocool smarttouch bi-directional navigation catheter on (B)(6) 2016 and suffered cardiac arrest and death on (B)(6) 2016. It was reported the procedure was completed successfully. During a follow up, a transthoracic echocardiogram was done and the patient did not have an injury at the time. When the patient was going to be discharged, the patient was found to be unresponsive and rapidly decompensating. CPR was administered for thirty minutes. Repeat transthoracic echocardiogram conducted (results not reported) and patient expired. The patient had medical history of seizure disorder. There were no reported malfunctions of carto system. Physician's opinion regarding the cause of death was that it was related to co-morbidities (patient condition) and not related to procedure. The physician suspected that the patient may have a pulmonary embolism or myocardial infarction, but there was no diagnostic supporting evidence available as autopsy was declined.